Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet insulin pump¿s display screen was cracked while in normal use, and a replacement device was arranged after confirming shipping details and patient backup therapy. Symptoms included no reported clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and user education on device shutdown, data sync to the mobile app, and the startup process for the replacement unit. Investigation of this case revealed a damaged display component consistent with physical damage to the user interface, with no device alarms or performance anomalies reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to use conditions rather than a manufacturing or design deficiency.